Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Event description:
Patient reported, they were allergic to the plastic material used for their retainer.

Manufacturer narrative:
Report #3014845255-2024-02471 is a duplicate of report #3014845255-2024-02369 issued on 11-01-2024.